Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The calibration and qc results were within specifications. Preventive maintenance was performed and the sample/reagent probe and sipper probe adjustments were checked along with the bead mixer function, photomultiplier high voltage, blankcell calibration and performance testing.

Event description:
There was an allegation of questionable elecsys ige ii results from the cobas e411 rack analyzer. The initial result was 0.931 iu/ml and the repeat result was 589.9 iu/ml with a data flag.

Manufacturer narrative:
Data was provided for an additional patient sample with questionable elecsys ige ii results from the cobas e411 rack analyzer. On (B)(6) 2024, the initial result was 1.04 iu/ml and the repeat result was 14.74 iu/ml. The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.